Manufacturer narrative:
Continuation of concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for. It was reported that the patient complained of a partial return of pain symptoms similar to pre-implant. The patient denied falls or accidents.¿the patient's ins was interrogated and impedances show that the 8-15 lead is entirely out of range. The patient was already programmed only using 0-7 lead using evolve settings. The rep reprogrammed the patient with similar parameters but a different configuration on 0-7 lead. The patient was going for x-rays for lead placement on the day of the report and would follow up on those results as well as how the patient is doing with new programming. No lead revision scheduled at this time.

Event description:
Rep reported that surgical intervention is not planned at this time. Patient will evaluate new programming with the unaffected lead. New x-rays were obtained and reviewed by the hcp and it was determined the leads were in same position as the previous x-ray. The rep spoke to the patient on 2/17 and they changed her program. She does report some improvement in pain relief and is wanting to see if we cam get more pain relief. The rep will continue to follow up with the patient programming wise.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.